Event description:
The stent of the palmaz genesis stent delivery system dislodged and was delivered with another smaller balloon to its intended location. The report received from the field states that the physician was delivering the stent from the right femoral artery over the horn to place it in the proximal left iliac. The stent was having a difficult time going over a very steep bifurcation and was getting caught on a previously placed stent. The stent came off the balloon and was delivered with another smaller balloon. There were not complications and the stent was placed in the correct position. The product was properly inspected and prepped and no anomalies were noted. A 6fr sheath was used for delivery. The balloon was not partially inflated prior to deployment. The stent came off balloon and was deployed in position where it came off the balloon, fortunately it was in the position where the physician wanted to stent. The age and gender of the patient is unknown.

Event description:
On (B)(6) 2010, patient reported his up arrow button was not always responding. During troubleshooting, the down button did not respond the first time, but responded the 2nd time. Patient stated this was the 1st time the down button has given him trouble. Patient reported the issues were discovered when he boluses or put the infusion device to "50% power". Patient stated the buttons pop back up when pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
There was difficulty tracking the palmaz genesis on an optapro through a previously placed stent and the stent came off of the balloon. The stent was in the intended position when it came off of the balloon and was implanted using a smaller balloon. There were no complications and the stent was placed in the correct position. The device was being delivered from the right femoral artery over the horn to place it in the proximal left iliac. The stent was having a difficult time going over a very steep bifurcation and was getting caught on a previously placed stent. The stent came off the balloon and was delivered with another smaller balloon. The product was properly inspected and prepped and no anomalies were noted. A 6fr sheath was used for delivery. The balloon was not partially inflated prior to deployment. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Based on the available procedural information, it appears that vessel characteristics combined with placement through an existing stent contributed to the stent dislodgement. There is no indication that the event is related to the manufacturing process. Therefore, no corrective actions will be taken at this time.